Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
After implantation it was found through contrast radiography that the cam was dislodged and dropped in the pre-chamber. The patient ((B)(6)) has no symptoms of hydrocephalus and is currently being followed. The device has been implanted and there is no plan for removal at this point.